Manufacturer narrative:
Upon review of device image, a battery performance alert was found in the device image and longevity calculations were performed based on the usage history stored in the image, the battery depletion was determined to be premature. No further testing was performed per legal request. The device is included in the battery performance alert advisory issued by (B)(4) on 28 august 2017.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: this supplemental report is to correct analysis narrative, please retract previous reported analysis narrative. The correct narrative should be, "upon review of device image, a battery performance alert was found in the device image and longevity calculations were performed based on the usage history stored in the image, the battery depletion was determined to be premature. No further testing was performed."